Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that her 6-years-old son faced a blockage at the site. Reportedly, his mother changed the infusion set at least 10 times in the past week, but he didn't recognize the alarms (since he was in school). His blood glucose due to the issue was 566 mg/dl. They tried to treat it by correction injection via multiple daily injection. Moreover, they changed the infusion set every third day. No further information was available.